Event description:
It was reported that the patient presented to the emergency room with anemia, dark stooks, and dizziness on (B)(6) 2024. During the admission, the patient's hemoglobin count was 6.8 and there were given 2 units of packed red blood cells (prbcs). They also underwent an endoscopy on (B)(6) 2024. It was found that the patient had bleeding in arteriovenous malformations (avm) in the stomach. The patient was discharged with no acetylsalicylic acid (asa) and internationalized normalized ratio (inr) goal 2-3. It was noted that the patient's inr was 3.7 prior to this admission.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.